Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that once or twice in 2008, when the patient had older implants, they had traveled under high power lines, which turned the implant off. No patient symptoms were reported.